Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the image acquisition system (ias) computer bios was reconfigured, multiple reboots performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not go past the booting screen during the case. It was noted that the system had been left unplugged for a few days so and had only been charging an hour before site attempted to use the system. The battery indicators showed a full charge, but it still wouldn't fully boot. This caused an hour delay to the procedure. Imaging was aborted. There was no known impact on patient outcome.